Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2015-26028. It was reported, during the patient's revision procedure (reference MFR. Report:1627487-2014-8272) the physician experienced difficulty implanting a model 3219 lead. The epidural space would not allow the paddle to proceed into the space .in addition, a model 3286 would not pass into the epidural space. The procedure was abandoned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.